Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device could not focus the camera. The issue was identified during a diagnostic hysteroscopy procedure. The procedure was completed with the same device. There were no reports of patient harm.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: leak on cable. A root cause could not be identified. Based on the results of the investigation, it is likely the camera could not focus due to the focus knob being still and there was a leak in the cable due to a cut. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.